Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a cataract surgery when the handpiece was connected to do purging system message was displayed which indicated that the sensor of the piece was faulty. The computer was restarted and tried again, system message was displayed indicating handpiece was hot. The surgery was completed with no reports of patient harm.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction and no further reports will be submitted under mfg report num. 2028159-2022-00507. The manufacturer internal reference number is: (B)(4).

Event description:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (the handpiece presented system messages) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury.